Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin occlusion alert occurred on an ilet system using a contact detach infusion set, after which blood glucose rose to a high level of 400 mg/dl and the user received an additional alert when attempting the fill tubing step; the issue resolved only after a complete supply change using different lot numbers. Symptoms included insufficiently characterized clinical effects associated with hyperglycemia. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the medical device problem was characterized as lack of effect in insulin delivery; the specific device component involved could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.